Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal due to a prominent plate. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 6) unknown cortex screw (part# unknown, lot# unknown, quantity 3) this complaint involves one (1) device. This report is for (1) 2.7/3.5 lcp lat dstl fib pl 5h/lft/99 this report is 1 of 1 for (B)(4).